Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000041492.

Event description:
It was reported that the patient was experiencing ineffective pain relief. Surgical intervention took place where the scs system was explanted to address the issue. The date of explant is unknown as the manufacture representative was not made aware of explant. The patient only has drg equipment left implanted. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.